Event description:
Additional information indicated that the infection has cleared/resolved, and incision sites have healed well.

Manufacturer narrative:
Section b3: date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2024-01471 and 1627487-2024-07139. It was reported that patient experienced infection at ipg site and extensions. It was also noted that the ipg had eroded through the skin and there was redness and drainage at ipg site. Patient was given IV antibiotics. Surgical intervention was undertaken wherein both extensions were explanted and replaced. The ipg was also explanted, replaced and the pocket was relocated. Therapy was restored.

Manufacturer narrative:
A patient experienced infection at ipg site and extensions was reported to abbott. It was determined the ipg had eroded through the skin and there was redness and drainage at ipg site. The patient was given IV antibiotics. Surgical intervention was undertaken wherein both extensions were explanted and replaced. The ipg was also explanted, replaced and the pocket was relocated. Therapy was restored. The infection has cleared/resolved, and incision sites have healed well. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.